Manufacturer narrative:
One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy a2: age & date of birth: requested, not available due to hospital policy a4: weight: requested, not available due to hospital policy a5: ethnicity: requested, not available due to hospital policy a6: race: requested, not available due to hospital policy d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while using the involved angio-seal device the doctor followed the instructions for use (IFU). Puncture left femoral artery, 6f-sheath terumo, dx-angio done. After angio physician wanted to release the angio-seal. No calcification, puncture leg artis. Wire was placed without problems, also sheath was removed without any issue. Angio-seal placed. Delivery system pushed until connection. Click was heard, removed until second click was heard and both markers were visible. System removed to place anchor. No fiber appeared. Whole system was removed. It seemed, that the system was empty without an anchor. Manual compression was done with successful hemostasis. No hematoma, no complication, no bleeding. The patient was discharged the same day. No patient harm. Additional information was received on 18 dec 2023: the type of procedure performed was an angiography using a 6fr sheath. Hemostasis was achieved by 30 minutes of manual compression. A pre-deployment angiogram was not done. Patient status following event was stable and discharged. Left femoral artery puncture. There were no difficulties with arterial access, sheath, or guidewire. Blood loss was not greater than 250c. The patient was in stable condition